Manufacturer narrative:
The lead was cut into two parts in the returned state. Both the proximal and the distal section were available for analysis and were examined visually and electrically. A medium interim piece of about 1 cm length was not available for analysis. During the visual inspection of the fragments, signs of abrasion were found along the lead body. In the distal section, the insulation was damaged due to fraying. This damage can with high probability be regarded as the cause for the interference signals in the right-ventricular channel and cannot be ruled out as the cause of the sudden increase in the pacing threshold. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the pacing threshold in the right ventricle has increased (>5.0 v/1.0 ms). Impedances and sensing were within normal range. The lead was exchanged. The intervention was free of complications. During the explant, the ICD was exchanged due to the battery status being at 24%. There is no complaint regarding the ICD. No deterioration of the patient's state of health was reported.